Event description:
It was initial reported that the patient was having an increase in seizures, unknown if above or below pre-vns baseline or if they are related to vns. The patient had 2 seizures since his last appointment and the last one was reported to have been unprovoked. The physician adjusted his medication schedule and added another medication. The following visit the patient reported no seizures since the medication adjustment. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the increase in seizures were not related to vns and are below pre-vns baseline. There were no causal or contributory programming changes.